Manufacturer narrative:
Updated data: b5. A second paragraph was added. Corrected data: additional codes. Annex f code was erroneously omitted from the initial medwatch report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter aortic valve, following the first deployment attempt, the valve dislodged. The patient's hemodynamics remained stable, so a second valve implant was initiated. A snare was utilized to hold the dislodged valve in place by it's paddle, and the second valve was implanted successfully. Additional information was received that a left ventricular non-medtronic guidewire was used during the implant procedure. Prior to the implant of the first valve, a pre-implant balloon aortic valvuloplasty (bav) was performed due to severe calcification. The deployment starting point was at the bottom of the pigtail. Upon deployment of the first valve to the point of no recapture (ponr), the implant depth on the non-coronary cusp (ncc) was approximately 5 millimeters (mm), and approximately 7 mm on the left coronary cusp (lcc). Following the implant of the first valve, the valve dislodged aortic. Following dislodgement and prior to implanting the second valve, another pre-implant bav was performed due to severe calcification, and the second valve was implanted valve-in-valve. Following the implant of the second valve, the valve did not expand properly; therefore, a post-implant bav was performed. It was noted that patient anatomy was not a contributing factor to the dislodge.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter aortic valve, following the first deployment attempt, the valve dislodged. The patient's hemodynamics remained stable, so a second valve implant was initiated. A snare was utilized to hold the dislodged valve in place by it's paddle, and the second valve was implanted successfully. Additional information was received that a left ventricular non-medtronic guidewire was used during the implant procedure. Prior to the implant of the first valve, a pre-implant balloon aortic valvuloplasty (bav) was performed due to severe calcification. The dep loyment starting point was at the bottom of the pigtail. Upon deployment of the first valve to the point of no recapture (ponr), the implant depth on the non-coronary cusp (ncc) was approximately 5 millimeters (mm), and approximately 7 mm on the left coronary cusp (lcc). Following the implant of the first valve, the valve dislodged aortic. Following dislodgement and prior to implanting the second valve, another pre-implant bav was performed due to severe calcification, and the second valve was implanted valve-in-valve. Following the implant of the second valve, the valve did not expand properly; therefore, a post-implant bav was performed. It was noted that patient anatomy was not a contributing factor to the dislodge. Additional information was received that the first valve "came off" the annulus before full release. Additional information was received to clarify that the valve came off the annulus while attached to the delivery catheter system (dcs) and when one paddle was still fixed. It was clarified that the second valve was expanded to a degree that was acceptable in terms of hemodynamics and fixation, but it was determined that it could be expanded further with a post-implant bav.

Manufacturer narrative:
Continuation of d10: product ID {evfxplus-29}; product lot/serial number {(B)(6)}; product type: {0195-heartvalves}; implant date: {(B)(6) 2026}, explant date: n/a product ID {d-evolutfx-2329}; product lot/serial number {(B)(6)}; product type: {0195-heartvalves}; implant date {non-implantable} product ID {d-evolutfx-2329}; product lot/serial number {(B)(6)}; product type: {0195-heartvalves}; implant date {non-implantable} product ID {l-evolutfx-2329}; product lot/serial number {(B)(6)}; product type: {0195-heartvalves}; implant date {non-implantable} select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter aortic valve, following the first deployment attempt, the valve dislodged. The patient's hemodynamics remained stable, so a second valve implant was initiated. A snare was utilized to hold the dislodged valve in place by it's paddle, and the second valve was implanted successfully.

Event description:
It was reported that during the attempted implant of a transcatheter aortic valve, following the first deployment attempt, the valve dislodged. The patient's hemodynamics remained stable, so a second valve implant was initiated. A snare was utilized to hold the dislodged valve in place by it's paddle, and the second valve was implanted successfully. Additional information was received that a left ventricular non-medtronic guidewire was used during the implant procedure. Prior to the implant of the first valve, a pre-implant balloon aortic valvuloplasty (bav) was performed due to severe calcification. The dep loyment starting point was at the bottom of the pigtail. Upon deployment of the first valve to the point of no recapture (ponr), the implant depth on the non-coronary cusp (ncc) was approximately 5 millimeters (mm), and approximately 7 mm on the left coronary cusp (lcc). Following the implant of the first valve, the valve dislodged aortic. Following dislodgement and prior to implanting the second valve, another pre-implant bav was performed due to severe calcification, and the second valve was implanted valve-in-valve. Following the implant of the second valve, the valve did not expand properly; therefore, a post-implant bav was performed. It was noted that patient anatomy was not a contributing factor to the dislodge. Additional information was received that the first valve "came off" the annulus before full release.

Manufacturer narrative:
Updated data: b5. Corrected data: h6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.